Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high impedance on system diagnostics. The patient also complained of pain with magnet stimulation. No trauma or manipulation of the device was reported. The physician did not disable the device as the patient's mother reported the patient had several seizures (no increase alleged). X-rays were taken of the device, but have not been reviewed by the manufacturer to date. Attempts for further information have been unsuccessful to date.